Event description:
The end-user reported a 28mm implant was deployed, and appeared to be in good position,after a few minutes,as the cardioligist was moving the ice probe to get another view of the device,the implant embolized into the left atrium.a snare was inserted and used to sucessfully grasp the implant,but removal was not attempted because of concern to the heart valves.the patient was transferred to the or where the device was surgical removed without complications.